Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a higher gradient, a pre-balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) non-medtronic balloon. The valve was deployed and recaptured two times due to the valve dislodging. The valve was then 80% deployed at a depth of 3 mm on the non-coronary cusp (ncc)and 3 mm on the left coronary cusp (lcc). Upon final release from the delivery catheter system (dcs), the valve dove to a depth of 10 mm on the ncc with the release of the first tab. Final deployment was slow and was paused when the shoulders of the valve started to come out. It is unknown why the valve dislodged ventricular. A post bav was performed with a 24 mm non-medtronic balloon due to a gradient of 20 mmhg. A gradient of 0 mmhg and no paravalvular leak (pvl) was noted. No adverse patient effects were reported. Additional information was received clarifying that the first paddle of the valve released from the delivery catheter system (dcs) during deployment, and the second paddle remained attached to the dcs as the valve dislodged. Additional information was received that there wasn't any difficulty noted releasing the second paddle.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evolutfx-29, serial#: (B)(6), ubd: 13-dec-2024, UDI#: (B)(4). Image review: one media file was provided for review. The patient¿s executive summary was not provided for anatomical review. No flu oroscopic valve load inspection was provided for review. The media file shows a 29mm bioprosthetic valve being implanted into a native aortic valve. The ventricular movement is evident; however, not enough evidence is available to confirm proper depth prior to final release. Conclusion: potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during p ositioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a failure to meet manufacturing specifications. The user should release the tension in system just before final release to reduce potential for valve movement and the user should slightly push on the dcs while tuning the deployment knob very slowly to allow the paddles to detach one at a time. Additionally, if paddle fails to immediately detach do not torque (turn) the dcs handle as this will not translate to the distal tip. Often a hung paddle will resolve itself after a few heart cycles, but if it doesn¿t the operator can either pull slightly on the guidewire or gently push the dcs forward to release the paddle. The valve device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc). Based on the reported information, the patient had pre-existing symptoms of high gradients. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.